Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 121 charge processes had been documented. The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel, which resulted in the high number of charge processes. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. Next, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied and the device detected the fibrillation signal as expected. A charge process followed the detection, which was, however, aborted. A fact that can be explained by the already severely discharged battery. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were normal. Leads inserted in a test could reliably be contacted with easy passage and low-ohm values. The drill hole dimensions were all within (B)(4). There was no material defect or manufacturing error. In summary, the device is normal and within specifications both in regard to the connection system and the electronics. In particular, the signal sensing of the ICD proved to be without problems. The battery depletion was to be expected after the implantation time of 56 months and 121 charge processes.

Event description:
After an implantation time of about 56 months, artifacts were reported and the device was explanted. No deterioration of the patient's state of health was reported.